Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for analysis.

Event description:
It was reported by a biomedcial technician that the or staff notified her that the nim 3.0 system is not 'detecting'. No further information provided to her. She was able to power on the system. No injury was reported. Attempts to gain further information have been unsuccessful.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.